Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert from the implantable cardioverter defibrillator. Merlin.net transmission revealed the device was in backup-operation. The patient presented in clinic where backup-operation was confirmed. The device was reset. The patient was stable.